Event description:
It was reported that during a follow up in clinic, loss of capture and low pacing impedance were noted on the left ventricular (lv) lead. The device was reprogrammed. The patient was in stable condition.